Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. Details of surgery: primary stability not achieved, ridge augmentation and immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.